Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the date a cystoscopy procedure was performed. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6). Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2326 captures the reportable event of chronic inflammation. Imdrf patient code e1311 captures the reportable event of pelvic floor dysfunction. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf impact code f2203 captures the reportable event of cystoscopy procedure.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted during a robotic sacro colpopexy, advantage fit sub urethral sling, suprapubic bonanno catheter placement, cystoscopy, and robotic lysis of adhesions procedure performed on (B)(6) 2022, for the treatment of cystocele, rectocele, enterocele, and stress incontinence. Due to urinary tract infection, chronic cystitis and pelvic floor dysfunction, the patient was scheduled for a cystoscopy procedure on (B)(6) 2023. During procedure, a flexible cystoscope was passed per urethra. Chronic cystitis was seen over the bladder neck and trigone consistent with chronic inflammation. Patient has had a bladder lift and sling with mesh. Additionally, pelvic exam was consistently found pelvic floor dysfunction and dyspareunia. The patient went to the recovery room in stable condition.

Manufacturer narrative:
D4 (model number), d4 (lot number), d4 (catalog number), d4 (expiration date), and d4 (unique identifier (UDI) have been updated based on the additional information received on 24apr2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the date a cystoscopy procedure was performed. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2326 captures the reportable event of chronic inflammation. Imdrf patient code e1311 captures the reportable event of pelvic floor dysfunction. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf impact code f2203 captures the reportable event of cystoscopy procedure.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted during a robotic sacro colpopexy, advantage fit sub urethral sling, suprapubic bonanno catheter placement, cystoscopy, and robotic lysis of adhesions procedure performed on (B)(6) 2022, for the treatment of cystocele, rectocele, enterocele, and stress incontinence. Due to urinary tract infection, chronic cystitis and pelvic floor dysfunction, the patient was scheduled for a cystoscopy procedure on (B)(6) 2023. During procedure, a flexible cystoscope was passed per urethra. Chronic cystitis was seen over the bladder neck and trigone consistent with chronic inflammation. Patient has had a bladder lift and sling with mesh. Additionally, pelvic exam was consistently found pelvic floor dysfunction and dyspareunia. The patient went to the recovery room in stable condition.

Manufacturer narrative:
B5, e1 (initial reporter title), e1 (initial reporter first name), e1 (initial reporter last name), e1 (initial reporter facility name), e1 (initial reporter address 1), e1 (initial reporter city), e1 (initial reporter state), e1 (initial reporter zip/post code), e1 (initial reporter phone), e1 (initial reporter email), and e3 (occupation (other) have been updated. Based on the additional information received on 23apr2024. D4 (model number), d4 (lot number), d4 (catalog number), d4 (expiration date), and d4 (unique identifier (UDI) have been updated based on the additional information received on 24apr2024. Block b3: the exact event onset date is unknown. The provided event date of march 16, 2023, was chosen as the best estimate based on the date a cystoscopy procedure was performed. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6) block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2326 captures the reportable event of chronic inflammation. Imdrf patient code e1311 captures the reportable event of pelvic floor dysfunction. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf impact code f2203 captures the reportable event of cystoscopy procedure.

Event description:
It was reported that an advantage fit blue system and upsylon device were implanted during a robotic sacro colpopexy, advantage fit sub urethral sling, suprapubic bonanno catheter placement, cystoscopy, and robotic lysis of adhesions procedure performed on (B)(6) 2022, for the treatment of cystocele, rectocele, enterocele, and stress incontinence. Due to urinary tract infection, chronic cystitis, and pelvic floor dysfunction, the patient was scheduled for a cystoscopy procedure on (B)(6) 2023. During the procedure, a flexible cystoscope was passed per urethra. Chronic cystitis was seen over the bladder neck and trigone consistent with chronic inflammation. The patient has had a bladder lift and sling with mesh. Additionally, pelvic exams was consistently found pelvic floor dysfunction and dyspareunia. Note: this report is one of two complaints that pertain to the same event (MFR report #3005099803-2023-05465 and MFR. Report #2124215-2024-27942).